Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coiled wires'), systemic lupus erythematosus ('possibly lupus'), rheumatoid arthritis ('rheumatoid arthritis'), bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder') and cholecystectomy ('type of surgery: gall bladder') in a 31-year-old female patient who had essure (batch no. A83344-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, gestational hypertension, asthma, scoliosis, chronic back pain, c-section and cholelithiasis. Previously administered products included for birth control: mirena from 2010 to 2012; for prevent pregnancy: oral contraceptive nos from 2001 to 2009. Concurrent conditions included blood pressure high since 2018, postpartum depression, right upper quadrant pain, adenomyosis, cervicitis, paratubal cyst and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain ("pain, pelvic area"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe:mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In 2015, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), headache ("head pain"), autoimmune disorder ("autoimmune disorder") and psychological trauma ("psycho injury"). The patient was treated with fluoxetine hydrochloride (prozac), gabapentin (neurontin), lisinopril, meloxicam and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, systemic lupus erythematosus, rheumatoid arthritis, bipolar disorder, cholecystectomy, hot flush, mood swings, vaginal haemorrhage, heavy menstrual bleeding, migraine, dysmenorrhoea, dyspareunia, fatigue, headache, autoimmune disorder and psychological trauma outcome was unknown. The reporter considered autoimmune disorder, bipolar disorder, cholecystectomy, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, hot flush, migraine, mood swings, pelvic pain, psychological trauma, rheumatoid arthritis, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: hysterosalpingogram reveals both fallopian tubes be occluded by essure implants. Ultrasound scan vagina - on (B)(6) 2013: device in place correctly. The lot number reported (a83344) is not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coiled wires'), systemic lupus erythematosus ('possibly lupus'), rheumatoid arthritis ('rheumatoid arthritis'), bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder') and cholecystectomy ('type of surgery: gall bladder') in a (B)(6) year-old female patient who had essure (batch no. A83344 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included (B)(6), gestational hypertension, asthma, scoliosis, chronic back pain, c-section and cholelithiasis. Previously administered products included for birth control: mirena from 2010 to 2012; for prevent pregnancy: oral contraceptive nos from 2001 to 2009. Concurrent conditions included blood pressure high since 2018, postpartum depression, right upper quadrant pain, adenomyosis, cervicitis, paratubal cyst and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain ("pain, pelvic area"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In 2015, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), headache ("head pain"), autoimmune disorder ("autoimmune disorder") and psychological trauma ("psycho injury"). The patient was treated with fluoxetine hydrochloride (prozac), gabapentin (neurontin), lisinopril, meloxicam and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, systemic lupus erythematosus, rheumatoid arthritis, bipolar disorder, cholecystectomy, hot flush, mood swings, vaginal haemorrhage, heavy menstrual bleeding, migraine, dysmenorrhoea, dyspareunia, fatigue, headache, autoimmune disorder and psychological trauma outcome was unknown. The reporter considered autoimmune disorder, bipolar disorder, cholecystectomy, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, hot flush, migraine, mood swings, pelvic pain, psychological trauma, rheumatoid arthritis, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: hysterosalpingogram reveals both fallopian tubes be occluded by essure implants. Ultrasound scan vagina - on (B)(6) 2013: device in place correctly. The lot number reported (a83344) is not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received. Case becomes serious incident as essure was removed. Event added: embedded coiled wires. Reporter, medical history and essure removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.